Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures alarm during self-test as well as audio anomaly. Customer's blood glucose value was 88 mg/dl. Customer stated that the absence of audible sensor alarm. Customer stated that the self test was failed at the second occurrence. The device will not be returned for analysis.